Event description:
It was reported that complete heart block (chb) occurred. A 27mm lotus edge valve was selected for use. The packaging was difficult to open. The lotus edge valve was successfully implanted in the patient. The morning following the procedure, the patient experienced chb which was treated with a permanent pacemaker.

Manufacturer narrative:
New information: b7: other relevant history: updated e1: initial reporter: updated e3 occupation - updated.

Event description:
It was reported that complete heart block (chb) occurred. A 27mm lotus edge valve was selected for use.the packaging was difficult to open. The lotus edge valve was successfully implanted in the patient. The morning following the procedure, the patient experienced chb which was treated with a permanent pacemaker.